Manufacturer narrative:
(B)(4). Instrument a: incomplete/interrupted firing. Instrument b: batch # g5y91f, exp date: 02/10/2015; manufacturing date: 03/10/2010. Premature sled movement. The eclg45 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the knife worked properly and device opened and closed without any difficulties noted. G5xm4j the eclg45 device was received for analysis with no visual non-conformances and with two cartridge reloads present. Reload d was received fully fired; reload c was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload (c) by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event described could not be confirmed as the knife worked properly and the device opened and closed without any difficulties noted. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device completed the firing sequence; however, after the 3rd stroke, the knife blade did not retract and the manual release knob had to be used to return the knife. The staple line was fine. The second device completed the firing sequence however the knife blade would not return and the surgeon had to "jimmy" the device off the tissue. The staple line was fine. A competitor's device was used to complete the procedure. No adverse consequences reported.